Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during an endoscopic ultrasonography (eus) with pancreatic pseudocyst drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the guidewire was placed through a 19ga fine aspiration needle to perform pancreatic pseudocyst drainage. When the guidewire was retracted, approximately 3cm of the hydrophilic tip was detached inside the patient exposing the tip of the metal corewire. The stent placement was not completed due to this event. Reportedly, the patient was going for a surgery to treat pancreatic cysts which is unrelated to the detached tip left in the pancreas. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.